Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump was monitored and all operating currents were tested within specified range.

Event description:
Customer reported a damaged screen on insulin pump. Customer wants to replace insulin pump because they can not read the screen and feel it is eating batteries fast. The blood glucose reading was 132 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.